Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:04. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). According to service, the reported condition was confirmed but not reproduced. The assignable cause was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.